Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a "not attached" error occurred. The user replaced the level sensor (yellow) and pad, and the malfunction did not cancel. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.